Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 28 mmol/l (504 mg/dl) and vomiting, while wearing the pod on the abdomen between 25 and 36 hours. The cannula was found to be bent after removal. At the hospital, the patient was administered a manual insulin injection.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula flattened, bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run.